Event description:
A facility reported that cerelink sensor was implanted in a multi-trauma patient (unrestrained mva) with an icp range of 12-15 mmhg. The patient was intubated and sedated on fentanyl. The patient was in the unit when the monitor started reading sensor/cable failure. The nurse stated that the patient had been turned approximately 5 minutes before the failure. The patient had not been transported. Bed and monitor were both plugged in. Bedside nurse had already changed the yellow cord; however, they still received the error. The sensor was replaced using the same monitor and cord and was working properly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received. The sensor was implanted and explanted on (B)(6) 2022. Clinical questionnaire: time/date of failure: 4/16/22 approx 10 pm. Implant location: (B)(6). Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.): after - 5 minutes after repositioning the patient was a movement assistance device used? No. Amount of time between patient movement and failure event.: 5 minutes. Was the microsensor disconnected from the cerelink monitor during each phase of transport? Patient wasn¿t transported, just turned and was not disconnected. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value: unknown, but rn stated working well with good waveform. What was the icp waveform quality before the ¿event¿? Good. What is the current mean icp? None ¿ cable failure. What is the icp waveform quality after the ¿event¿? None. When the failure occurred, was the cerelink monitor plugged into the wall? Unknown assuming yes. When the failure occurred, was the cerelink monitor connected to a patient monitor? Yes. Does the icp value on cerelink match the icp value on the patient monitor? Yes when the failure occurred, where was the cerelink monitor positioned? IV pole other: unknown. List all devices being used close to the cerelink monitor: unknown. Other devices implanted in the head? (Shunt, evd, subdural drain). Unknown. Were bipolar or monopolar forceps used while the sensor was plugged in? No.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product 826851 for lot 5473776 (sn (B)(6)), and the lot met specifications when released. Failure analysis - based on the analysis and investigation, the issue of the complaint has been confirmed. Catheter material stretched 4 cm from tip. Catheter material severely mashed 19.2cm from tip of catheter. Silastic tubing torn at connector. Internal catheter wires broken. No testing was possible. Based on the failure analysis, the root cause of the problem stated could be determined to be mishandling of the catheter.

Event description:
N/a